Manufacturer narrative:
(B)(4). Vpc screw 4.0x36mm cat# 233240036 lot#ni. G2: switzerland the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00258.

Event description:
It was reported that a patient developed pain approximately 2 months post implantation and a CT scan showed screw contact to the tibialis posterior tendon. The screws were removed approximately 3 months post implantation and the problem was resolved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: coronal CT images of the left ankle demonstrate bimalleolar hardware with a medial malleolar screw which is not properly seated within the bone and protrudes into the soft tissues. I cannot tell if the screw is in contact with the tibialis posterior tendon. The root cause of the reported issue is attributed to use error, as complaint description and mmi review found that the screws were too long and protrude into soft tissues. The reported event is confirmed by mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.